Event description:
It was reported that the implant did not seem to be working. It was reported that the patient had ¿turned it off¿ and ¿turned it on¿ and ¿adjusted it.¿ it was reported that the patient had not been sleeping at night. ¿it¿s almost like I don¿t have it.¿ it was reported that an x-ray was done a couple months ago to make sure all the leads and everything were still intact, and it was stated that they were. It was stated that the patient is feeling stimulation ¿all the time, it just doesn¿t stop.¿ it was stated that ¿it always feels like I¿m being shocked.¿ it was described as ¿it almost feels like how you picture someone being given the stun gun only I feel it in my face.¿ it was reported that the shocking is constant and worse at night and has been going on for weeks. It was stated that ¿it¿s only getting worse, like, every day.¿ it was reported that the shocking is the same feeling the patient had before the implant. It was reported that having it on or off does not make a difference. Patient has shocking whether the battery is on or off. It was stated that the feeling runs across the upper eye and makes the eyelid ¿feel like its numb and makes the patient feel like they can¿t see.¿ it was reported that the patient¿s doctor is from out of town and patient is looking for a physician in the area where the patient lives. It was reported that the patient was still able to use the programmer and it was showing the program and amplitude. It was reported that the patient does not think the ins is dead and the patient does not want to make any adjustments until the manufacture representative is able to tell the patient what is going on.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programme., patient product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).